Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: an inserter was dropped from the blade. The lots mentioned were 2737896/2770656/2745911/2766123. The patient had a femoral trochanteric fracture. The surgeon used a jpfna for the femoral trochanteric fracture without the sales reps attendance. After the surgeon opened the blade (105 mm) package, he set the inserter on it, checked the rotation of the tip of blade and inserted the blade in the formal procedure. When the surgeon rotated the inserter clockwise two or three times, he felt the dropping and the inserter was dropped from the blade. This happened several times, so the surgeon removed it and replaced it to another blade (100 mm). The blade (100 mm) could be locked without any problem. The surgeon reported using the product many times, but this time, he did not strike it strongly and the procedure was normal, so he was not sure what caused the problem. The replaced product did not have any problem, and the procedure was completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.additional narrative:the additional evaluation states that the article is working like intended. The device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. We could not detect a product fault.(B)(4)